Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient stated they went through the trial and it seemed to work out pretty well. The patient stated they had been having some problems and they didn¿t know if it was related to them of the device. The patient stated that tuesday, wednesday, and thursday things were okay but on the day of the report they had been having to urinate every 5-10 minutes. The patient noted this had been going on for a couple hours. The patient stated they had not turned the stim off and it was on all night. The patient¿s programmer showed stimulation was off. The patient had difficulty connecting to their implant but did connect once and did not see the lightning bolt and stated they were on program 1 at 2.5v. Patient services reviewed hot to turn the stimulation back on but the patient lost connection and was unable to reconnect from poor communication. The patient could not reconnect to turn stim on due to bandages from the surgery, and they would call back later when they could better connect with the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was a manufacturer representative (rep) who had told the patient to stay on one program for 90 days and then try another program. The patient noted that it was not what they expected and they were still working on it. No further complications were reported or were expected.